Event description:
The patient and a family member reported a two month history of intermittent responsiveness on all buttons on the keypad. They stated that the buttons stick down and continue to scroll or they do not respond when pressed. The family denied damage to the rubber keypad; they said it was not peeling. They noted that the pump was not exposed to water; the patient wears the pump in a pocket or bra; and the pump is occasionally cleaned with water and a soft cloth on the outside of the pump. The complaint is being reported because unresponsive buttons have been known to delay bolus delivery if the patient is not prepared to deliver insulin via an alternative method.

Manufacturer narrative:
(B)(6). There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were intermittently responsive during testing. Multiple button presses were required before the buttons engage. During investigation, evidence of keypad adhesive was found under all key contacts.